Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a recurring pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was able to perform and complete self test. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 82 alarms noted during testing.